Event description:
It was reported that a patient underwent revision surgery to address a "mechanical failure" between an es2 rod, an es2 integrated blade screw and a xia blocker five months post-operatively. Upon inspection of an additional returned xia 3 blocker, it was observed that this blocker also shows signs of migration. This report captures the second returned xia blocker.